Event description:
This event was reported as valve explanted at implant due to "tee" showing leaking. This medwatch report is being sent due to extended surgery time as noted by end-user; no further info was provided.